Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was no insulin seen exiting the tubing during the fill tubing step. The customer changed all the supplies and a cartridge change error message occurred. Reportedly, the new cartridge appeared to be cracked. A new cartridge was successfully loaded and insulin was seen exiting the tubing. The customer's blood glucose level was 205 mg/dl.